Event description:
The device was used to administer defibrillator energy to the patient 11 to 12 times in succession. The patient ECG did not convert. After use, the staff tested the device and determined it was set in manual mode to remain at 200 joules. The patient was not resuscitated. A medtronic emergency response systems clinical review of the device recording of the event determined the event did not likely cause or contribute to the patient outcome. This determination was based upon the observed termination of the patient ventricular fibrillation with multiple administrations of defibrillator energy throughout the use.